Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited a fracture on the conductor in the clavicle area and was verified by x-ray. This fracture was discovered during the routine device change-out procedure. No patient symptoms were reported with this clinical observation. The lead was explanted and replaced with a non-guidant defibrillation lead.